Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found down by emergency medical services (ems), and the patient's pump was believed to be off at that time. Ems replaced the batteries, after which the device powered on. Upon interrogation of the device, there was no indication that the pump was without power. There were low voltage advisories and alarms noted intermittently over the prior two weeks. Log files were submitted for review which contained multiple clusters of low voltage events, the patient appeared to routinely deplete battery power into low voltage states. A loss of external power event which enabled the emergency backup battery (ebb) was noted on (B)(6) 2026 . These alarms resolved once external batteries were connected at 6:01pm the same day. This event appeared to have been the result of complete depletion of external batteries. No loss of all power events or any abnormal pump faults were seen in the log file.